Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the air pump device came on as the device was plugged into the console device and the console device displayed an e6 error code. It was determined that this was indicative of not . It was further reported that the sterilization procedures were not followed properly causing damage to the electrical components of the flex circuit. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper cleaning which is misuse, user error and abuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during the pre-testing process, it was observed that the motor device was broken. During an in-house engineering evaluation, it was observed that the air pump device came on as the device was plugged into the console device and the console device displayed an e6 error code. There was no delay due to the planned surgical procedure as an identical spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.